Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 580 mg/dl. After troubleshooting, insulin pump did not alarm no delivery. Customer was able to prime and was advised that insulin pump was working as designed. Customer also reported that insulin leaked around insertion.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.